Manufacturer narrative:
See MFR: 3012307300-2017-01957. Country of origin: (B)(6).

Event description:
It was reported that the patient experienced swelling and redness on arm and ankle that evolved to a wound on the foot, necrosis and infection after use of a jelco® protectiv® safety i.v. Catheter. The redness and a blister were observed four days after use of the product. It was noted that the patient was "very difficult" to prick, and was under intravenous treatment with antibiotics at the time of the event. The reporter was unsure of whether the catheter or diffusion of the medication that led to the wound. Details regarding the patient's current state of health have been requested, but not received.